Event description:
It was reported a device malfunction occurred when harvesting portion of procedure was performed. This resulted in an unplanned leg wound on patient and secondary harvest sire required to complete desired procedure. Medical intervention was needed. No additional patient consequences were reported. No further information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
There is no additional event information available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under: (B)(4). This medwatch is being filed as a final report based on information discovered during review of the most recent repair record identified no repairs related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.